Manufacturer narrative:
The exposed portion of the soft cannula was found to be kinked. The cause and timing of the damage could not be conclusively determined. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Droplets were observed on the inside of the reservoir on the wrong side of the o-ring. No corrosion was observed inside the device. It cannot be conclusively determined how or when the droplets observed inside the reservoir came to be. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by father that the patient's blood glucose levels reached 325 mg/dl while wearing the pod for longer than 48 hours. Patient also tested positive for ketones (between 0.5 and 0.6). As treatment, pod was removed and a manual injection of insulin was delivered.